Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument. Manufacturing date: 29-sep-2021. Expiration date: 01-sep-2031. Part number: 04.037.258s, 12mm/130 deg ti cann tfna 380mm/right¿ sterile. Lot number: 411p263 (sterile). Lot quantity: production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by jabil (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal because blade missed the nail interface¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Lot dh status product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 203 during a trochanteric fixation nail-advanced (tfna) procedure, upon insertion it was found that the blade had deflected and missed the nail-blade interface. It became visible on lateral x-ray views that although inserted, the blade had entirely missed the nail. This resulted in the surgeon having to remove both the nail and blade and redo the procedure. Upon second attempt, the nail and blade were correctly lined up. Upon examination, the first nail had a mark up the side of the hole for the blade, showing it had missed entirely. The reported event added around one (1) hour to the operation time. This report is for one (1) 12mm/130 deg ti cann tfna 320mm/right-sterile. This is report 1 of 2 for complaint (B)(4).